Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited intermittent sensing. Programming changes were made successfully. There were no patient consequences.